Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Upon arrival of the cse, instrument was operational. The customer ran quality controls, which were within acceptable ranges. The cause of discordant, falsely low na and cl results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples on a dimension exl with lm instrument. Additionally, a discordant, falsely low chloride result was obtained on one of the three samples. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher than the initial results. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and cl results.